Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for reduced concentration delivery of anesthetic agent per 21 cfr 806 on 27-nov-2024. The FDA recall number is (recall no. Z-0814-2025). Customers were sent a letter explaining the issue and instructions for inspecting for correct output concentration. Gehc will replace all affected units. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
As a result of an inspection that was completed as part of the correction and removal initiated by ge healthcare (gehc) on 27-nov-2024, (recall no. Z-0814-2025) this unit was identified as having an issue with reduced concentration delivery of anesthetic agent. There was no patient involvement.

Event description:
It was reported that there was a malfunction resulting in potential agent delivery less than 20% from the setting. There was no patient involvement.

Manufacturer narrative:
No repair information available. The initial MDR incorrectly reported that the device was part of a recall no. Z-0814-2025.â this supplemental MDR correction is being filed to correct the b5 event description, â correctâ and update h6 coding, remove recall information from the h7 and h9, and correct h11 additional narrative.â â .